Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. A review of the event history log revealed ¿downstream occlusion¿. The downstream sensor reading was found to be out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.